Event description:
The pt reported experiencing elevated blood glucose of up to 360 mg/dl since (B)(6) 2012. She stated, her blood glucose elevated from 80 mg/dl to 360 mg/dl in a 2-3 hour time frame. She believes, the infusion device delivers too little insulin and does not properly display e4 (occlusion) error. She stated that no e4 errors have been displayed in a year. Her normal blood glucose range is 115-120 mg/dl. Her blood glucose has been very good since switching to the replacement infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.